Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, post-sensed t-wave oversensing causing inappropriate antitachycardia pacing was noted on the implantable cardioverter defibrillator. The oversensing was noted on the stored electrogram. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed on (B)(6) 2018. The patient was fine.